Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. Device evaluation: the reported condition of a colleague infusion pump with a false occlusion alarm was confirmed and reproduced during product evaluation. This condition was due to a faulty pump head module the pump head module was replaced to fix the reported condition. Baxter has conducted a trend review and will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a false upstream occlusion alarm, which occurred upon device power-up in the medical oncology department. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.